Event description:
It was reported that they were doing a brand new implant and they are placing two 1x8 leads and connecting to sure scan MRI battery. It was noted that the call was intraoperative. It was further reported that an impedance check was done and 12 -15 were showing greater than 10,000 ohms. It was noted that they had disconnected and reseated multiple times. It was recommended that they switch the lead tails in the ports. This determined that the issue was isolated to lead as 4-7 read greater than 20,000 with certain contacts. The other values of 0-3 were around 7 ohms. It was recommended that they switch the lead. It was then noted that they left the leads and the manufacturer representative would turn it on the following monday. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
The correct manufacturer site number was 3004209178 based on the serial.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
It was further reported that the impedance issue resolved the next week. The patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).